Event description:
Thirty-six week gestation with intrauterine meconium ileus and meconium perforation. Pt underwent ileostomy and bowel resection as well as central line placement. There were no complications of surgery. Pt became mottled and bradycardic on day 8. Pt received fluid push however continued to get worse and could not be resuscitated. Death due to or as a consequence of intrauterine bowel perforation status post ileostomy and possible cystic fibrosis. After placement the catheter apparently migrated and caused erosion to the supeior vena cava.